Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with nausea, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained in the outpatient clinic on (B)(6) 2022 presented with no growth and a white blood cell (wbc) count of (B)(4). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was affirmed the patient does use the stay safe organizer during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosage, frequency and duration unknown). The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of nay fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by nausea and abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. Though the peritoneal effluent fluid culture presented no growth, an initially elevated wbc count with symptoms of infection that are responsive to antibiotic therapy is evidence of resolving peritonitis. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with nausea, abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures obtained in the outpatient clinic on (B)(6) 2022 presented with no growth and a white blood cell (wbc) count of 38,767. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was affirmed the patient does use the stay safe organizer during pd therapy. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosage, frequency and duration unknown). The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of nay fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler following this event.